Event description:
It was reported that the device was unusually loud during a breast biopsy. No interruption occurred in the case. There was no pt consequence. The device will be returned for service.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.